Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. An attempt made to inflate the returned unit using the parameters set out shows the bronchial cuff inflated without any issue but the tracheal cuff failed to inflate. The returned sample was leak tested under water and leakage was detected from the tracheal cuff body but no leakage was detected from the bronchial cuff. The bronchial cuff deflated and no issue noted. Further examination of the tracheal cuff shows two cuts to the cuff body. This type of damage is indicative of the tracheal cuff coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. The reported defect could be detected on the returned sample. All of our bronchocath products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed. We would like to draw your attention to our instructions for use (IFU) where the following is stated ¿ various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had air leak from tracheal cuff upon cuff check. There was no patient involvement.